Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that this patient experienced a high power event and was last reported to be listed for heart transplant. No further information was available despite multiple attempts to obtain it. The hvad pump ((B)(4)) remained implanted and was not returned to the manufacturer for evaluation; however, review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via review of the controller log files, which revealed a rise in power consumption starting on (B)(6) 2014 leading to parameters outside the normal operating range on (B)(6) 2014 and (B)(6) 2014. A possible root cause for the reported high power event may be attributed to thrombus formation/ingestion within the device. Thrombus is a known risk associated with use of ventricular assist devices noted within the labeling. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Per the instructions for use (IFU): high watts alarms, are an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump, which are known potential complications associated with all patients implanted with vads as outlined in the labeling. The IFU addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Event description:
It was reported from (B)(6) that the ventricular assist device (vad) had high power events. The first event was on (B)(6) 2014 with an international normalized ratio (inr) of 2.1 and the second event was on (B)(6) 2014 with an inr of 2.1. The latest information showed the patient was listed for heart transplant. No further information is available despite multiple attempts to obtain it.